Event description:
Physician used a starclose to close an arteriotomy in the right common femoral artery (cfa) following a diagnostic procedure. The physician held the starclose at an 85 degree angle in order to complete the closure due to the depth of the artery. The pt was described as obsese and the artery was 5-6 cm below the skin surface. The arteriotomy closure was successful using the starclose. The pt returned to the hosp 4 days post-procedure complainaing of leg pain. The pt was admitted for vascular surgery for a thrombectomy at the site of the cfa closure. The thrombus was determined by the vascular surgeon to be a result of intimal damage at the site of the closure. A vein patch was placed at the site of the intimal damage. The pt recovered and was discharged home.